Event description:
It was reported that the internal foam gasket around the display assembly is showing, covering part of the device's screen. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause was determined to be due to a misaligned display lens. After replacing the display lens, proper operation was confirmed and the device was returned to the customer.